Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by an end user, who stated that she was using the wheelchair "on the sidewalk up a ramp," when it was "raining a lot and cold," and where "there were a lot of leaves so it was slippery." She was reportedly "thrown out of the chair" and was rendered unconscious. When she regained consciousness, "the chair was on top of her," and she sustained 3 broken ribs. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.

Manufacturer narrative:
Drive devilbiss healthcare previously reported the incorrect manufacturer name in section d3 and f14. The information has been updated in these sections to reflect the correct manufacturer name.